Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the cutting blade would slow down and the power would drop out for a few seconds before it came back on. The procedure was completed using the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.